Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call. The reported problem happened only once. The customer refused further service. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.